Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing a foul smell, rashes, itching, purulent discharge and boils had occurred while wearing a pod between 24 and 36 hours. The patient reports they had been prescribed a steroid as well as an antihistamine. No further information can provided as to this event.